Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted leaking from a 1mm small circumferential tear in the balloon material, located approximately 12mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.